Event description:
It was reported by the customer that a pyxis medstation es system drawer was failed. The customer stated that there was not able to access any medication due to this failure. There was no delay in patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 6 on auxiliary was not detected on bus. A field service engineer replaced the board to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.